Event description:
A hospital in (B)(6) reported via our distributor that the evaqua expiratory limb was leaking on an rt340 adult dual-heated evaqua breathing circuit. This was found during a ventilator leak test and prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) land for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for leak. Results: visual inspection revealed no damage to the returned rt340 adult dual-heated evaqua breathing circuit. The pressure test showed that the returned circuit was within specification. A lot check revealed no other complaints of this nature for lot 130402. Conclusion: no fault was found with the returned rt340 adult dual-heated evaqua breathing circuit. We were unable to determine what may have caused the problem reported by the customer. All rt340 breathing circuits are visually inspected and pressure tested for leaks before being released for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported via our distributor that the evaqua expiratory limb was leaking on an rt340 adult dual-heated evaqua breathing circuit. This was found during a ventilator leak test and prior to patient use.